Event description:
Additional information reported the patient did not experience new signs and symptoms. Regarding what is the device positioning issue it was noted ¿no¿ and indicated ¿other¿.

Event description:
It was reported that the patient's pump had flipped and it was difficult to refill. They had to do an "ultrasound to find the hole." The patient did not know the timeframe of when the pump had flipped. The patient thought that the pump flipped because the pocket was slightly large. The pump was replaced due to normal battery depletion. The patient was a diabetic patient, the patient reported their skin had been stretched out due to pump replacement. The pump was replaced on (B)(6) 2015. The pump system was delivering morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0039971r, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient did not have concerns regarding their device or therapy. The pump had changed their life in a positive way.